Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5 h6, h4, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-may-2022 to 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers were offline as the usb cable was connected to the incorrect port. The field service engineer connected the usb cable to correct port and configured to resolve. He also performed some pm with replacing the comm sled, routing and zip tying cables to alleviate stress on the ports. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that bd pyxis medbank mini drawers were offline so nothing could be issued from the cabinet. Per the customer's report, the cabinet was not plugged in properly, so medications could not be issued while the patient was in pain. There was no report of patient harm or adverse event related to the reported malfunction.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were offline due to usb cable connected to incorrect port. During device inspection a field service engineer connnected usb cable to correct port and configured to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medbank system drawers are offline and not able to take the medication out of the cabinet while patient is in pain. Customer added that no patients have been affected but the hardware issue has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this event.